Manufacturer narrative:
There was no device available for analysis. Therefore, no physical or visual analysis of the product could be performed. However, the console was serviced onsite by a field service engineer (fse) and replaced the cooling system fuse component thus resolving the issue with the console. A review of the device history record showed that the console was installed on 04oct2023. After this period, some component wear is possible based on product use. Based on the information available, it is probable that the fuse component contributed to the performance of the console which led to the procedure being re-scheduled. After replacement of the fuse, the unit was within specification, and the console was functioning as intended.

Event description:
It was reported that during a holmium laser enucleation of prostate, the console prompted error code 188 (cooling system error-cooling flow switch error). As a result, the procedure was cancelled. There were no reported patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation status unknown.

Event description:
It was reported that during a holmium laser enucleation of prostate, the console prompted error code 188 (cooling system error cooling flow switch error). As a result, the procedure was cancelled. There were no reported patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation status unknown.